Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager cable was busted. The customer stated that this malfunction caused no delay in dispensing the medications to the patient, but the issue arose while the user was issuing the medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review not required. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager cable was busted. A field service engineer found that both screws were broken, and the cable was disconnected, replaced the holding screws in the interface board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.